Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The customer reported observing a clear fluid leak of approximately 10 ml under the laser of the lh750 analytical station while running qc (quality control) and patient samples. The leak was not contained within the instrument. The operator was wearing gloves and a lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Per phone conversation with the customer, the field service engineer (fse) discovered that the instrument was likely leaking from the bottom port of the flow cell. The fse instructed the customer to replace the one inch differential/reticulocyte sample line onto the bottom of the flow cell resolving the leak. The customer verified the instrument by running latron controls which recovered without any further issues. Identification of failure modes: failure mode is related to the sample line which disconnected from the bottom of the flowcell. No erroneous test results were associated with this event. The failure mode identified is likely to generate erroneous differential/reticulocyte test results due to improper blood sample delivery to the flow cell. Differential and reticulocyte test results could be flagged, un-flagged or non-numeric. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).